Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #l91805. Additional information : what part of the jaw are you referring to? In the fixed lower jaw. What part of the jaw detached? The coating. Did the detached part fall into the patient?yes. If yes was it retrieved?yes, the surgeon retrieved the detached part during the surgery. If yes, will the broken piece be returning with the device or was it disposed of? No they threw away the piece the device was received with the top of the I-blade upper tip broken off not returned. Upon visual inspection to the device, there were no anomalies observed related with the reporter issue. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an anterior resection in open procedure, the coating of the jaw detached. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.